Manufacturer narrative:
This report is being submitted to report additional information. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. One implant and associated abutment were returned for investigation. Visual/physical evaluation of the as returned products identified signs of use but no apparent signs of malfunction. There were no allegations against the abutment. This investigation addresses only the implant and the reported event. DHR and sterilization records were reviewed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported events could not be verified as the exact details of events were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Customer reported perforated sinus, bone loss, infection, tooth 14. The implant was removed. Symptoms as a result of the event: pain, inflammation, loss of integration, peri-implantitis. The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4).